Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking and a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. It was also reported that the insulin gauge was inaccurate with multiple cartridges. Customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.